Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire medical service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering more flow than what was set. The customer stated that the flow was set to 10 liters per minute and was delivering around 60. At this time, it is unknown if there was any patient involvement associated with the reported issue.